Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficulty removing the device could not be replicated in a testing environment based on procedure circumstance due to interaction with the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There reported difficult to remove closure device was concluded to the be related procedure circumstance due to interaction with the patient tissue. Additionally, the returned device conditions indicated the access ports were not used to release the thumb advancer which may have assisted in device removal. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if device is returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the clip was successfully deployed. The starclose se device was stuck and could not be removed easily. Pulling hard on the starclose se device made removal possible. Hemostasis was achieved with deployed clip. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.